Event description:
Per path report: the valve leaflets were fixed in the closed position by thrombotic material. A fibrous pannus covered most of the inflow side of the sewing cuff and extended over the annular housing for less than 1 mm and compromise of the valve orifice was not evident. After the thrombotic tissue was removed, the leaflets moved easily and opened completely.